Event description:
Patient was revised to address a loose asr cup due to lack of ingrowth. The stem was also loose, possibly due to undersizing. Update: litigation papers received. Part/lot information was identified for the stem in addition to the lot number for the cup. Update: (B)(4) 2012 - patient fact sheet was received. Litigation reviewed which indicated the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited the patients ability to walk, and required a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.